Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery on (B)(6) 2015. Blood glucose value was 242 mg/dl. The customer was unable to troubleshoot at the time of the call; the customer went into hospital due to diabetic reasons. The customer stated that this was her first insulin pump and needed assistance with programming it and setting a new infusion set and reservoir. The insulin pump had alarmed no delivery due to no reservoir. Customer was assisted with checking the settings and completing a full set change.